Manufacturer narrative:
Device is combination product.

Event description:
Promus premiere china registry study. It was reported that patient had elevated cardiac enzymes. In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal rca with a 90% stenosis and was 13 mm long, with a reference vessel diameter of 3.75 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 16 mm and 2.75 mm x 20 mm. Promus premier stents. Post dilatation was performed with 0% residual one day post index procedure it was noted that creatine kinase isoenzyme, troponin I, and myoglobin were elevated. No action was taken to treat the three events. The next day the myoglobin elevation was considered recovered/resolved. In (B)(6) 2018, the subject was discharged. It was further reported that the target lesion was 36mm and not 13mm as previously reported. It was further reported that target lesion #1 was located in the proximal rca extending up to the mid rca. The target lesion #2 was located in the proximal rca extending unto mid rca with 100% stenosis and was 13 mm long, with a reference vessel diameter of 3.75 mm. The lesion #2 was treated with placement of 3.50 mm x 16 mm and 2.75 mm x 20 mm promus priemiere stents. Post dilatation was performed with 0% residual stenosis.

Manufacturer narrative:
Device is combination product.

Event description:
Promus premiere china registry study. It was reported that patient had elevated cardiac enzymes. In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal rca with a 90% stenosis and was 13 mm long, with a reference vessel diameter of 3.75 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 16 mm and 2.75 mm x 20 mm. Promus premier stents. Post dilatation was performed with 0% residual. One day post index procedure it was noted that creatine kinase isoenzyme, troponin I, and myoglobin were elevated. No action was taken to treat the three events. The next day the myoglobin elevation was considered recovered/resolved. It was further reported that the target lesion was 36mm and not 13mm as previously reported.

Manufacturer narrative:
Device is combination product.

Event description:
(B)(6) registry study. It was reported that patient had elevated cardiac enzymes. In (B)(6) 2018, the patient presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal rca with a 90% stenosis and was 13 mm long, with a reference vessel diameter of 3.75 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 16 mm and 2.75 mm x 20 mm. Promus premier stents. Post dilatation was performed with 0% residual. One day post index procedure it was noted that creatine kinase isoenzyme, troponin I, and myoglobin were elevated. No action was taken to treat the three events. The next day the myoglobin elevation was considered recovered/resolved.